Event description:
It was reported that the user dropped the ilet pump and the infusion set connector detached but was reattached without signs of damage, after which the user primed the tubing and confirmed visible drops with no leaking, indicating proper insulin flow. No reported symptoms or adverse clinical effects. Outcomes included no interruption of therapy, no alarms, and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education to confirm secure connection and successful priming. Investigation of this case revealed the event was consistent with an infusion set connector not attached correctly that was resolved by reseating the connector, with no device malfunction identified. It was concluded that user handling led to a transient disconnection and that proper reconnection and priming restored intended function.